Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a module not shown on pcu screen and did not alarm could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that a vasopressin infusion was initiated on channel b with 4 channels: a infusing levophed, c infusing lidocaine, d infusing amiodarone. Channel b appeared to be infusing (rate ml/hr) displayed "12," the drug "vasopressin" displayed on the medication window, "b" lit. However, on the pcu, channel b was absent of any information and the pump did not alarm. The pcu displayed correct info for channels a, c, d.  It was unclear to the user if medication was actually infusing. The medication was switched to a separate pcu and new channel. "Channel b" was removed from the pcu. There was no report of any patient harm. Biomed found no issues.